Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to h10 / related report number 1 for updated information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wire of the fenestrated bipolar forceps instrument snapped while it was being used inside the abdomen of the patient. There was no report of patient harm due to this event.